Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that her one touch ultra2 meter was reverting to the settings mode when attempting to test her blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged meter settings issue first occurred on ¿(B)(6) 2015 at 9am¿. The patient manages her diabetes with a combination of diabetic medications (metformin 1000mg) and denied taking any action in response to her regular diabetes management regimen routine as a result of the product issue. The patient claimed that a ¿few hours¿ after the product issue started, she developed the symptoms of ¿shaky and tired¿. However, the patient denied receiving any form of treatment due to the alleged product issue. At the time of trouble shooting, the cca confirmed this was not the first time the product was being used. The cca walked through a retest with the patient and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 - 6/2/2015 device evaluation: the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. A DHR (device history record) was completed on (B)(4) 2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.